Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, for the first firing for lobectomy, the nurse connected reload to the handle and checked the jaws opening/closing. Then the surgeon clamped the vessel and tried to squeeze the handle, however the handle was stiff and could not fire the device at all. The procedure was completed with another. Device. The surgical time was extended by less than 30 min. The status of the patient is no problem.